Event description:
According to the facility on (B)(6) 2023 "the physician was performing an si joint injection on the patient; he pulled back to adjust the needle and the hub detached from the needle".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "the physician was performing an si joint injection on the patient; he pulled back to adjust the needle and the hub detached from the needle". Per the facility the "needle disappeared under the skin requiring the physician to make an incision to retrieve it". Per the facility he used "skin glue to close the incision site". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.